Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences? If yes, please describe. Unknown, nothing particular mentioned by the hospital.

Event description:
It was reported that surgeon, when trying to complete the procedure, the anvil got stuck. The surgeon had to re-open the anastomosis and had to complete the procedure with sutures (stitching together instead of stapling). There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n55n7g . Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The damaged on the knife is consistent with the device being fired over an already existing staple line, hard object or thicker tissue than indicated. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.